Event description:
It was reported that this right ventricular (rv) lead was surgically abandoned due to high pacing impedances above 2000 ohms. Another rv lead was successfully implanted. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).